Event description:
Customer states lancet is protruding before firing. Customer reported she accidentally stuck her finger. No action taken. No treatment rec'd. No adverse event reported. A request was made for return of the suspect prod and a replacement was sent. Prod was rec'd by MFR's eval dept and the investigation found that the device did not retract after firing.